Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code during a routine follow-up. The fault code was repeatable and indicates a capacitor dump error. The physician has elected to replace the device.